Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not working. There was no patient impact. On follow up it was reported that the handpiece was wobbling and the bur was not doing a hole.